Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of over 600mg/dl, with extreme drowsiness, associated with a button keypad issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the down arrow, and up arrow keypad buttons were under responsive, and allegedly caused an under delivery of insulin. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a button keypad issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2018 with the following findings: a review of the total daily dose history showed the pump was delivering the programmed rate. The keypad was intact and all keypad buttons were responsive to user input. A delivery accuracy test was performed and no delivery defects were found. Unrelated to the original complaint, the battery compartment was cracked above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.